Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative verified the connection between the navigation system and the viewing station of the imaging system. The representative reported that the ethernet plate on the viewing station of the imaging system was damaged and replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect ethernet plate has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, a spin from the imaging display did not show that the image was transferring and immediately appeared on the viewing station of the imaging system. The site elected to abandon medtronic imaging and navigation. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. Though navigation and medtronic imaging were aborted, there was no impact on patient outcome.